Event description:
The customer contact reported the pump did not deliver. At 1012, the pump was programmed to deliver herceptin 420mg/250ml with a volume to be infused (vtbi) of 270ml, for a duration of 100 minutes and the delivery was started. At approx 1050, the nurse noted the display indicated that between 160ml and 180ml had been delivered; however, the container was full. The delivery was stopped and the pump was powered off and on. The tubing set was readjusted, the pump was reprogrammed and the delivery was resumed. It was reported that after the delivery was restarted, the nurse again noted no delivery. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the pump passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service.